Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller noted that they had to have their lead replaced in the past due to broken wiring. Caller stated that after they have the implant battery replaced, they went to canada for 5 months and upon return started to have issues with controlling and charging the implant. Caller stated they had x-rays and tests with their hcp that came back fine, but caller kept insisting something was wrong. Caller stated they finally found that the wires going to the electrodes had broken, so caller had a time consuming surgery to remove the broken lead and replace it. Caller noted it was difficult to get the lead out because it had been in there for 10 years. Agent documented reported event. Caller noted that they have 3 different battery backs because they have trouble charging the controller when they are in canada, so they use the spare batteries.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 26-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient mentioned they had 7 leads that were bad and they said if they lost 2 more they would have to change the electrode out due to wear and tear. No symptoms were reported. No further complications were reported or anticipated.